Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected reset occurred. The customer reloaded the cartridge onto the pump and received a minimum fill notification. The customer was unsure how much insulin remained in the cartridge when it was reloaded. Blood glucose level was 160 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump to address the issue.